Event description:
It was reported that pump experienced malfunction alert with code malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was assisted with resetting pump using provided instructions, and confirmed that malfunction did not recur after reset, and customer was advised to continue using pump and to call back if issue returned.